Event description:
The patient reportedly experienced intermittency. External equipment was exchanged and programming adjustments were made; however, this did not resolve the issue. Testing showed that the patient's device is functioning. Surgery to explant the device will be scheduled.